Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The navigation system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was difficulty with registering. The trace points were not being picked up on the right side. The positioning of the emitter was moved but it was not improved. The surgeon had to do multiple registrations to get one to pass. The emitter was also intermittently tracking their instruments.

Manufacturer narrative:
Correction: event date. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the site used collected points both on the nose and above the brow. The head-frame was not cropped out of the image. No failure was found with the system. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.